Event description:
The customer received a speaker failure message and requested the part number for a replacement speaker assembly for the intellivue mp20. No patient harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.